Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while attempting to fire, the trigger/spring mechanism that allows clip to load and enable the clip was delayed or sticking. To resolve the issue, the surgeon manually triggered the spring to allow the clip applier to load and fire.